Event description:
It was reported that four weeks after this system was implanted, the patient underwent a routine device follow-up evaluation. This right atrial (ra) lead was noted to have high capture thresholds. Sensing was noted to be appropriate. A chest x-ray was performed, and it was determined that the lead was in a similar position to the one when it was implanted but the physician suspected it lost tip contact; therefore, a microdislodgement. The physician will continue to monitor. No adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that four weeks after this system was implanted, the patient underwent a routine device follow-up evaluation. This right atrial (ra) lead was noted to have high capture thresholds. Sensing was noted to be appropriate. A chest x-ray was performed, and it was determined that the lead was in a similar position to the one when it was implanted but the physician suspected it lost tip contact; therefore, a microdislodgement. The physician will continue to monitor. No adverse patient effects were reported. This lead remains in service. Additional information was received that the patient presented to the hospital due to a syncope episode. Upon further review, loss of capture (loc) was observed on the presenting electrogram (egm). The right atrial automatic threshold (raat) test was found to be in suspension due to low evoke response. No undersensing was observed. Ts reaffirmed that the reported allegations are against the ra lead. Reprogramming was performed. No adverse patient effects were reported. This lead remains in service.